Event description:
It was reported that due to body movements, the anchor abraded against the lead causing a lead fracture and a loss of therapy. The patient had less than 50 percent therapy relief. Impedance testing had been done. The lead and anchor had to be explanted and replaced. After the replacement, the issue had resolved.

Manufacturer narrative:
Concomitant products: product ID 3550-39, serial # unknown, product type accessory; product ID neu_unknown_lead, serial # unknown, product type lead, (B)(4).